Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient had an intrathecal baclofen pump since 2003, and since then at different times the patient experienced the following: being "sick to his stomach", lightheaded, and had passed out. The last occurrence was noted as being on (B)(6) 2012, in which the patient wasn't able to exit his car to walk around to "head this off"; and passed out. The patient was questioning if the events were due to how their pump was programmed. The patient noted that in regards to the separate occasions of the event, they had been managed by two different physicians. The patient was currently searching for an alternate local physician. Additional information has been requested, but was not available as of the date of this report.

Event description:
Further information received from the health care provider reported that the patient experienced several syncopal episodes and has recently been diagnosed with a seizure disorder (unspecified). It's unknown if the patient has been hospitalized. The patient reported that they want to continue intrathecal lioresal at a daily dose of 371.9 mcg [2000mgc/ml]. The health care provider indicated that the event was not due to the drug or the device.

Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: 2007 (B)(6), explanted: unk. (B)(4).